Manufacturer narrative:
(B)(4). This analysis is based on an image sent by the account and is not of the instrument. Image 1: the image provided by the account showed an ace instrument where the blade was broken. The broken portion of the blade was present in the image. Image 2: the image provided shows an ace instrument in a blister and a blister. No additional relevant information could be seen from the images. It is likely that the damage to the blade could have been caused due to metal to metal contact. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the following was reported to the sales rep via email: the active blade tip broke off in the patient during case. The piece was retrieved and no harm was caused to the patient. No reported misuse of the instrument at the time the break occurred. Nurse in the room said there were no error messages on the gen11 prior to the tip breaking. Rumi uterine manipulator was used during the case. Case was completed with another device.